Event description:
Patient washed with chlorhexidine wash evening before and experienced itching with a rash. Self-treated with benadryl and presented to preop the following morning. Reaction to the wash was explained to the nurse and an "allergy" was recorded. The usual oral rinse with chlorhexidine gluconate 0.12% was completed. Forty-five minutes later a central line was inserted in preparation for the coronary artery bypass graft (CABG) procedure. Shortly thereafter the patient experienced shortness of breath, and demonstrated "seizure-like" movement. He was intubated to protect his airway and surgery was cancelled. In addition to the central line and oral rinse, staff utilized chlorhexidine hand gel throughout their contact with the patient while prepping him for surgery.